Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek muliclix lancet device after firing. The reporter also states that the lancet device is broken. No action taken or treatment given based on the lancet device issue. No medical attention required. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.